Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming; lockout functional, conforming. Analysis conclusion: based on the inquiry info received, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process. We review each incident as it occurs in an effort to continuously improve our products and processes.

Event description:
It was reported the 355ld was used during a laparoscopic cholecystectomy. It was reported by the affiliate the safety shield reset button did not work properly so the device was not used. There was no consequence to the pt.